Event description:
Boston scientific received information that this 94 year old patient presented to the emergency room with a low heart rate. The device was interrogated and a low voltage message appeared. Boston scientific technical services (ts) was contacted and explained that the message is related to the safety architecture in the device and when it sees a very high current drain. Ts discussed replacing device since the battery remaining is unknown. Due to the patient's poor condition external patches, external pacing and temporary wires were placed that were set at max outputs, but there was still no conduction. The issues were being attributed to the patient's condition (i.e., dying heart/tissue necrosis). The patient subsequently passed away that same day. The field representative was contacted and confirmed the death was not related to the device, rather the patient's condition. The device will not be returned.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.